Event description:
Info received that the head of bed was not going up. No injury reported.

Manufacturer narrative:
Technician found that the head of bed was not going up due to a stuck valve. Replaced the valve assembly to resolve this issue. Bed found in basement.